Event description:
Boston scientific received information that this patient has a friend with a dislodged lead shortly after it was implanted, leading to another surgical procedure. Boston scientific technical services (ts) indicated that the caller did not provide the name of the patient with the dislodged lead. Any further information of the product that was involved was also not provided. The status of the dislodged lead is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.